Manufacturer narrative:
(B)(4). The device is currently being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced three occurrences of an air detected set alarm on channel b, which interrupted delivery. These alarms may have been false alarms. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.